Manufacturer narrative:
Other, other text: device evaluation: tamper seals broken on bottom case and plunger assembly. Cracked on bottom case also cracked on right plunger case and missing battery. Non-OEM top case was found with device. No error which related to plunger sensor problems was found in event history log. Power up process, syringe test and plunger sensor test. Unable to duplicate any plunger sensor problem during syringe test and all the plunger sensor test was performed which passed. No problem was found with the plunger sensor. Repair was not needed. Performed pm maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an issue with the plunger sensor. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.